Manufacturer narrative:
The cassette used at the time of the reported leak was unknown. There is currently no information available related to the product code, catalogue number, or UDI for the device used at the time of the incident. A product distribution history review was performed for the facility at which the leak had occurred, and there were no cassettes documented as having been received by the clinic for a three month time frame leading up to the event. The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a fluid leak had occurred on an unspecified date coincident with peritoneal dialysis therapy. The information was provided by a contact from a facility who stated that a cycler needed to be returned due to a fluid leak within the cassette compartment of the device. During evaluation, there was nothing noted with the cycler that could have caused or contributed to the reported leak. It was unknown during which phase of therapy the fluid leak had occurred. The cassette used at the time of the leak was not available for return. Information related to the patient who had been using the device at the time of the leak was not provided. At this point in time, there has been no report of a patient injury or medical intervention related to this event. There is currently no evidence of a product malfunction involving the cycler and the information related to the used cassette was unknown. The contact was advised to discontinue use of the cycler and a replacement was scheduled to be delivered. This cycler was primarily used at the facility. Additional information was requested but was unavailable.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. A review of the product history for lots delivered to the facility was reviewed and there were no cassettes listed as having been delivered to the facility within a three month time frame of the event. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.